Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced cannula issues with 3 infusion sets on (B)(6) 2026, as the cannula was found bent which led to elevated blood glucose levels (325 mg/dl) that was treated via mdi (multiple daily injections). No further information available.